Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure. No further information could be obtained.